Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent delivery system froze on the wire. The 90% stenosed lesion being treated was located in the mildly calcified, moderately to severely tortuous distal left anterior descending (lad) artery. The lesion was predilated with an unknown size maverick balloon. The 2.50 x 16 mm taxus express2 drug eluting stent delivery system (sds) kept sticking on the distal end of the guide wire, and finally froze on the wire. Multiple attempts to remove the sds, so the physician removed the entire system. The procedure was completed with another taxus express2 stent. No pt complications were reported. Pt's status reported as "fine".